Event description:
Customer reports that a patient sample tested with mts a/b/d monoclonal and reverse grouping card lot 022806037-05 (exp 20 jan 07) gave negative reactions in the anti-d microtube.

Manufacturer narrative:
Sample was submitted for investigation. Customer complaint was not verified at mts. Sample is a weak d reacting consistently in gel. Mts is unable to explain false negative reactions observed by the customer in the anti-d microtube. Mts cq cannot rule out customer error, improper storage and handling of reagents, laboratory technique and test preparation as contributing factors. Labeling cautions the user as follows: very weak expressions of the d antigen may not be detected by the mts monoclonal anti-d gel card. In instances where confirmation of d negative antigen status is required, negative d reactions obtained with the mts monoclonal anti-d should be retested with an anti-d reagent licensed for antiglobulin phase testing. Less than optimal test cell concentrations may result in test reactions, which cannot be fully observed. A d+ patient erroneously typed as d negative: (1) would receive d negative blood and (2) might receive anti-d immunoglobulin during or after pregnancy or after transfusion of d positive blood transfusion of d negative blood products to a d positive patient is of no clinical significance. The unnecessary receipt of anti-d immunoglobulin carries a risk of adverse reactions. The likelihood of a serious injury is remote in this situation. A false negative result would lead to withholding of anti-d immunoglobulin in a non-rhd immunized mother and subsequent risk (1-10%) of d immunization. The severity level is severe/life threatening due to the cumulative potential risks of a false negative. Although serious transfusion reactions due to anti-d are not usual, they are not remote.